Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240 alarm, which occurred on the homechoice (hc) during use, during drain 1. The home patient (hp) stated she had disconnected from the hc and did not reconnect before the hc went to drain 1 of 4. After the hc went to drain 1, the hp reconnected. The baxter technical service representative (tsr) had the hp power cycle the hc to end therapy and advised the hp to start over with new supplies. The tsr advised the hp to call the registered nurse (rn) about possible exposure to unsterile air. The tsr advised the hp of proper disconnect procedures. The hp would start over with new supplies and would call the rn. The hc was operational. The solution to this issue was provided over the phone and a swap of the device was not necessary. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the problem was not confirmed. The root cause was use error - patient disconnected from set. The label review found the labeling adequate for the use error in this complaint. This issue is being investigated through CAPA.